Event description:
The pt received 2 leads with the same lot number. It was reported that the pt experienced ineffective stimulation. Reprogramming did not resolve the issue. Diagnostics indicated invalid impedance readings with one lead. Surgical intervention took place and the pt's system was explanted and replaced. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.